Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up in backup vvi mode. Due to battery status further troubleshooting could not be performed. The device remained implanted no intervention had been reported.

Manufacturer narrative:
Final analysis found that the backup operation was due to check sum error, the cause could not be determined. After a product download, device resumed normal characteristics which interrogated with and without load.

Event description:
New information states the device was explanted and replaced. No patient symptoms were reported.